Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose levels have been erratic since (B)(6) 2012 ranging from 1.7 to 26 mmol/l (30.6 to 468 mg/dl). On (B)(6) 2013, the patient switched to a backup infusion device, using the same basal rate, and the blood glucose levels returned to normal. The patient thinks the infusion device delivers an inaccurate amount of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.